Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that bd alaris pump infusion set (ref: (B)(4) noted to be leaking/split at pump segment of the tubing (portion that is inserted into the pump). Rn noted medication leaking from the pump and on to the floor.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that bd alaris pump infusion set noted to be leaking/split at pump segment of the tubing. Four samples were submitted for quality evaluation. Two samples were used and two samples were still in the packaging. Visual inspection was conducted and holes were found in the two infusion sets that were used. There were no damages or abnormalities with the unused sets. The sets were then primed and there was no leakage, air-in-line or occlusions identified in the unused sets. The two used sets leaked from the holes verifying the failure. The investigation was forwarded to the manufacturing location for root cause evaluation. After the investigation, it was determined that the damages are not attributed to the manufacturing process. Additionally, the customer described the leakage was noticed coming out of the pump and leaking on the floor. Based on the evidence provided and the investigation conducted it was determined that the root cause is probably a misloading of the pumping segment causing for the holes identified in the silicone pumping segment tubing. The bd clinical team has been notified to determine if further instructional material or training will be provided with the customer for the proper use of the product. A device history record review for model 2420-0007 lot number 24095411 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.